Event description:
It was reported that a revision surgery was performed due to instability, stem was replaced because of this issue. Ceramic liner was also explanted but there were no issues with this device.

Manufacturer narrative:
The associated complaint device was not returned. A clinical evaluation was conducted and no clinical supporting documents were provided to conduct a thorough assessment of the reported issue. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed. Credit cannot be issued for this device.